Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient is in critical copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
At this time the manufacturer was unable to retrieve details regarding the device information. Therefore, possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.